Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent undersensing and possible oversensing was noted on the right atrial (ra) lead on presenting and stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.